Manufacturer narrative:
D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported when surgeon took down the short gastrics surgeon ran into a lot of bleeding. Because patient was very obese, the vessels were retracted into the adipose tissue and it was difficult to determine where the bleeding was coming from. When procedure completed, it appeared there was no further bleeding. Post-op bleeding occurred, patient transfused. It was thought that the patient was going to have to be re-op'd, but rep is going to follow up. 10/01/1997 the rep reports the surgeon thought he might have to re-operate and transfuse the patient but he did not have to do either. The post-operative bleeding stopped on it's own.